Event description:
A customer reported receiving the message "check sensor" when scanning the adc freestyle libre sensor and experienced a hypoglycemic event. On (B)(6) 2019 the customer also experienced numbness in her arms and hands and was treated by her husband with 15 grams of an oral glucose concentration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the message "check sensor" when scanning the adc freestyle libre sensor and experienced a hypoglycemic event. On (B)(6) 2019, the customer also experienced numbness in her arms and hands and was treated by her husband with 15 grams of an oral glucose concentration. There was no report of death or permanent injury associated with this event.